Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the subject for clinical study experienced severe hyperglycemia on (B)(6) 2016. The subject's blood glucose level was 525 mg/dl and had ketones as well. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information given in the "brand name/common device name" was incorrect with the initial report. The correct information has been provided with this report.